Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in 2008, patient had been experiencing some lower back pain that had begun to radiate down into her legs. On (B)(6) 2008, patient underwent a lumbar spinal fusion surgery at l5-s1 in which rhbmp-2/acs was implanted. Reportedly, patient has lost a measure of her flexibility and there was no decrease in pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.